Manufacturer narrative:
The reason for this revision surgery was identified as instability after 5.9 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the instability was reported as subsidence due to posterior osteomyelitis. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient complaining of instability of the knee. The tibia had subsidence with posterior osteomyelitis.